Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The helium tank was turned off, so external helium gauge showed low helium. The fse opened the tank valve to verify tank had 1560 psi, and verified that external and display gauges showed a "full" helium tank. The fse performed helium leak test on iabp console, and verified 0 psi leak after 5 minutes. The iabp console was installed into cart, and performed cart helium leak test, leak < 10 psi in 10 minutes, well within published specifications. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.